Event description:
It was reported that pump displayed malfunction alarm malf 24 during tubing fill for cartridge load and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed shipping details, and advised customer that pump was under warranty and had current software. Technical support instructed customer on storage mode, return of problematic pump within 10 days using provided ups materials, and need to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.